Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The caller stated there had been a couple of pocket revisions and re-optimization was not performed. Re-optimization was performed and primary 1x was chosen instead of 2x. A boston scientific technical services consultant discussed programming and sensing interactions with the caller. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The caller stated there had been a couple of pocket revisions and re-optimization was not performed. Re-optimization was performed and primary 1x was chosen instead of 2x. A boston scientific technical services consultant discussed programming and sensing interactions with the caller. No additional adverse patient effects were reported. It was reported that blood clot removal with pocket revision occurred and one the patient received the previously reported inappropriate shock one week post revision. A boston scientific field clinical representative reviewed the event with the patient's electrophysiologist and the decision was made to reoptimize the device. The device chose the same vector (primary) with a 1x gain setting rather than the original 2 x gain setting. No additional adverse patient effects were reported.